Event description:
It was reported that an ilet displayed repeated ¿unable to proceed ¿ restart alert 42¿ after multiple restarts, resulting in dosing stoppage and failure to infuse; the user wore a dexcom g7 and transitioned to subcutaneous insulin pens as backup therapy. Symptoms included hyperglycemia with glucose readings over 400 mg/dl, nausea, and malaise. Outcomes included serious illness/impairment and unexpected medical intervention requiring medication. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a device motor component issue consistent with an insulin delivery current sense failure. It was concluded, based on previously established findings for similar reports, that the cause was component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.